Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head ¿ unknown part and lot, unknown shell ¿ unknown part and lot, unknown stem ¿ unknown part and lot, therapy date: unknown. Customer has indicated that product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2018 -05797.

Event description:
It was reported patient has been indicated for revision due to a possible dislocation; however, no revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: reported event was unable to be confirmed due to limited information received from the customer. Review of x-rays provided revealed a superolateral dislocation of the prosthetic femoral head in relation to the acetabular cup. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.